Event description:
It was reported that the procedure was a cross over technique to treat a moderately calcified and 70% stenosed proximal left common iliac artery. A non-abbott 6f cross over sheath was advanced to the lesion with some resistance at the kinked bifurcation. A 9.0 x 40 mm absolute pro was advanced through the sheath without resistance. The 6f sheath was retracted into the right common iliac to correct the position of the absolute pro in the target lesion. As the absolute pro stent was being deployed, it only deployed approximately 2 cm when the outer sheath would not retract even though the thumbwheel continued to turn. The 6f cross over sheath was advanced to the left common iliac to cover the stent. The 6f cross over sheath successfully covered the stent and it was retracted as a single unit into the right common iliac artery. The absolute pro was then removed from the anatomy and the 6f sheath was left in place. The 6f sheath was advanced again to the left common iliac and a new same size absolute pro was successfully implanted to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant product: sheath: 6 f arrow cross over sheath (manufacturer arrow). The device is expected to be returned for evaluation. It has not yet been received. A follow-up will be submitted with all relevant information.